Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of over 497-498 mg/dl and diabetic ketoacidosis. While in the ICU, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report, the customer was still in the ER and issue had not been resolved. The cause of the high bg was due to the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Allegation could not be confirmed. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.